Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device revealed high battery impedance.

Event description:
It was reported that the device reached premature elective replacement indicator. The right atrial lead had high impedance. The lead was capped. The device was explanted and replaced. No patient complications have been reported as a result of this event.